Event description:
A physician reported that the ophthalmic scissors was found damaged upon opening during a vitrectomy surgery. The procedure was completed the same day using an alternative scissors, and there was no harm to the patient.

Manufacturer narrative:
The returned instrument was received in its outer blister, covered by the tyvek lid foil showing the lot information. The inner blister which protects the instrument during the shipment was not used. The instrument showed macroscopic signs of damage, namely that the insert protrudes too far. The scissor was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection revealed no immediate issues such as deformation of the scissor blades. The device was then functionally tested, and it was found that the actuation mechanism does not work as intended. It was found that the scissors remain in an open state, indicates that the welding bonding got broken. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined, since the situation that led to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).